Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's programmer stopped working, and that they tried replacing the batteries a few times but it was still not working. During the call however the programmer was showing the warning screen to charge the ins. The patient stated initially that their ins was fully charged but then later stated that the ins recharger (insr) was fully charging and the ins was 'half was there' but the insr was not working at all. During the call the patient was instructed how to use the insr and it was noted that it actually was working and charging the ins. It was reviewed that after the ins charges to 1/4 to turn the stim on. The patient understood and noted that stim was off at that time. The patient stated that they have to charge every day and that they used to only charge every 3 days with their old ins. The patient needs to charge every day now because the ins goes empty. It was reviewed that the reason for frequent charging was most likely due to the fact that they are now on hd settings, which they were not on before. The patient did not want hd settings anymore because they did not want to charge so often so they were redirected to their hcp. No further complications were reported. Additional information was reported that the manufacturing representative (rep) met with the patient yesterday for reprogramming as the patient requested to be reprogrammed so they didn't need to charge every day. The patient's impedances on 0-6 are okay, but slightly elevated, 7-15 impedances are all over 10k ohms. The rep indicated with reference electrode 0, impedances values were 890, 1639, 1275, 1243, 1579 and 1077. The rep checked difference reference electrodes and saw similar values. The rep indicated 7-15 were all over 10k ohms except for contact 15 was 3597. The rep inquired if high impedances affect charging. It was reviewed that high impedances lengthen recharge interval, not shorten it. The rep indicated patient came in with ins half full and on group d which was hd settings (500 pw, 500 rate, 5.4v) and they weren't feeling anything. The rep then switched to group c which was ld settings (180 pw, 55 rate) and turned voltage up but patient wasn't feeling anything. The rep then decided to leave patient on group c since even though they weren't feeling anything, their pain hadn't returned and see how group c changed their recharging. The patient indicated the reason for the reprogramming was simply that they didn't want to have to charge as much, the rep didn't indicate that patient alleged any therapy issues. The rep indicated they were going to speak with the physician and see how the patient does with the new programming and recharging interval. No further information was reported.